Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs: apparently the unit has an opening but cannot to be confirmed due to the photo quality and red particles in the shell. Device analysis was performed through photographs, due to the impossibility to perform microscopic analysis thus it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.